Event description:
It was reported that the patient presented during a routine follow-up in clinic. Interrogation showed that the right ventricular (rv) lead was experiencing noise. Programming changes were made. The patient's condition was stable.